Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that during placement, loss of buccal plate occurred and had to remove implants and place bone graft.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified signs of use, dried blood and debris on the implants, however, no apparent malfunction identified. Implant matched print specifications when compared. Patient had type ii (moderate) bone density. The reported device was being placed on tooth # 9 when the incident occurred. The reported event could not be recreated due to the nature of the dental device and event (bone fracture). X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during placement, loss of buccal plate occurred and had to remove implants and place bone graft. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI d9: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.